Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown and rupture.

Event description:
Patient reported trough patient's representative "damage to the breast implant", "cysts", "subcapsular rupture", "silicone migration within the fibrous capsule", "contracture of the fibrous capsule", "changes on breast corresponding to the luteal phase", "subareolar duct ectasia", "pain", "burning", "discomfort", "periprosthetic fibrous capsule", "drops of saline solution (vegetable oil symptom)" and "outlines are irregular course of the implant capsule with subcapsular lines and with keyhole symptom". This record is for the right side. Device remains implanted. Device will not be returned.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, b6, d6b, h.6 visual analysis: visual analysis of the photographs identified: ¿ rupture: observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. ¿ capsular contracture: unable to observe through visual inspection as it is a physiological phenomenon. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Patient reported trough patient's representative "damage to the breast implant", "cysts", "subcapsular rupture", "silicone migration within the fibrous capsule", "contracture of the fibrous capsule", "changes on breast corresponding to the luteal phase", "subareolar duct ectasia", "pain", "burning", "discomfort", "periprosthetic fibrous capsule", "drops of saline solution (vegetable oil symptom)" and "outlines are irregular course of the implant capsule with subcapsular lines and with keyhole symptom". Later healthcare professional reported "drawing pains in the lower chest area", " subcapsular rupture", "capsular contracture baker grade ii" and "inner silicone touched the patient". This record is for the right side. Device was explanted and replaced with a non-abbvie device. Therefore, the event of "capsular contracture is no longer reportable and will be unreported.